Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during preparation. Symptoms/ae: none. It was reported that during device preparation, the absolute stent was found prematurely, partially deployed. The device was not used. There was no patient involvement. Though requested, no additional information was provided. During abbott vascular device investigation, the distal end of the stent was found exposed from the sheath, but not expanded and the stent was mislocated distal to the proximal marker.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with the inner member and shaft kinked. The handle was in a locked position. The stent implant appeared to be distal, over the distal marker band, partially exposed distal to the distal end of the sheath. The rack was not retracted. There were no manufacturing quality deficiencies observed. Factors that can contribute to the premature deployment observed during preparation include, but not limited to, manufacturing or pulling on both the tip mandrel and tip during tip mandrel removal. During production, all self expanding stent systems are visually inspected for the stent location between the markers and to confirm that the stent is covered by the distal sheath prior to being packaged. A specific cause for the exposed mislocated stent could not be determined based on this investigation. However, its appearance seems to be consistent with a stent that was exposed by pulling the tip mandrel and tip simultaneously during the tip mandrel removal, resulting in the stent being pulled distally and exposed. A specific cause for the kinks could not be determined; however, they may be procedural related or may have occurred during the return shipping. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event.